Manufacturer narrative:
Per the sales rep's reply, they could not find the complaint unit when he went to the facility. (B)(4) was voided. It is not possible to verify an assignable cause for the alleged complaint unit. Insufficient information for a complete investigation. The DHR for microtip lot 15413-02 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). No significant trend was observed. A review of console history (s/n (B)(4)) during the months of (B)(4) 2013 showed that there were two(2) reported complaints originating from this console. No significant trend was observed.

Event description:
Priming issue again. Collection bag filled with fluid during priming. Swapped out handpiece and worked fine.